Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer began addressing the problem by changing the cartridge and infusion set, encountering a cartridge change error during the process. Reportedly, the customer changed the cartridge and resumed insulin.